Event description:
It was reported that the customer's insulin pump has two cracks along the reservoir window. The customer called back and reported experiencing high blood glucose because the insulin pump kept alarming motor error, but the customer was able to clear it up the alarm while changing the infusion set. Then the customer inspected the device and noticed the cracks located near the reservoir window at the right side. The customer also mentioned being hospitalized before she received the motor error alarm. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor passed the motor test. After testing it was concluded that the device operated within specifications. The device had cracked on the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.